Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the frame rate was below recommended levels and that an error message displayed stating to reconnect the interface (umbilical) cable. The reported issue occurred during an annual physics check. There was no patient present when this issue was identified. No additional information was provided.